Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when a bolus was requested, the amount of insulin recommend was incorrect. Reportedly, the customer had incorrect correction factor and/or carb ratio in the pump settings. There was no reported impact to customer¿s blood glucose.